Event description:
It was reported that a dell handheld computer's screen was freezing after interrogation. Troubleshooting was performed, but the handheld continued to freeze after interrogation. A new handheld was sent to the site. Good faith attempts to obtain the product for analysis have been unsuccessful to date.